Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient experienced a damaged/torn inferiorly flap on the left operative eye (os) on laser treatment day of (B)(6) 2019. A brief description of the event was that the damaged/torn inferior flap was caused by patient squeezing and moving os and the patient¿s epithelial defect affected the quality of the flap. The flap was replaced as much as possible. The procedure was completed, and a bandage contact lens was placed. At the time of the post op exam, it was stated that the patient had no loss of best corrected visual acuity. The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -6.50 x -1.00 x 105, left eye pre-op 20/20 -6.50 x -1.25 x 80.